Event description:
Customer reports lancet will not retract back into the soft touch device after firing (customer is using generic lancets). No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.